Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that about four months after the PICC was placed in the patient, the catheter was damaged about 3cm from the connection point causing chemotherapy drug extravasation. Specific details of infusion of chemotherapy drugs when catheter damage is discovered are unknown. The patient had severe swelling due to the leak, and the affected area was slightly ulcerated. The patient has now basically recovered thanks to active treatment in hospital. There is still slight pain in the arm nerve, and he has been discharged from hospital. The catheter has been removed. No new catheter has been inserted yet. The incident did not result in any delay in treatment. The catheter ruptured at one point, causing the medicine to leak. The catheter was not retained in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was observed to be attached to the connector assembly piece and the distal valve was present. A functional testing of flushing the catheter with water was performed. A leak was observed just distal to the 39cm depth marking. Microscopic observation revealed a split in the catheter where the leak was observed. The outer edges, as well as the fracture surface of the split appeared to be rough and uneven. The catheter was dissected for inspection of the inner wall. The inner edges of the split were observed to be round and polished. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.